Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer will continue to use the pump for insulin therapy. It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no reported adverse effect to the customer's blood glucose level.